Manufacturer narrative:
Context; a customer in ireland notified biomérieux of obtaining false identifications when using the vitek ms system ( serial number not specified ). Indeed, the customer indicated that they have had a few isolates ID on the vitek ms as 95% brucella species but they have turned out to be other organisms. The alternate method used to confirm the identification has not been specified by the customer. Investigation results; **complaint analysis** complaint analysis has been performed and did not indicate any systematic quality issue. **spot preparation quality** the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. **fine tuning** the last fine tuning were performed on sep 2022. According to the vilink alert tool criteria, a fine tuning had drifted and was at the limit during the tests made on 07 nov 2022. -good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. **knowledge review** the expected identification is unknown because no reference method was used to confirm it. **sample data analysis** analyze of sample files show that the spectra which gave the misidentification to brucella has a low number of peaks (49 peaks). Moreover, this misidentification was obtained with a low identification score (-0.34) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). By reprocessing the customer data with next vitek ms kb v3.3, spectra which gave misidentification results as brucella suis led to no identification. Conclusion : the misidentification is suspected to have been caused by an non optimal spot preparation, a fine tuning that has drifted a or a knowledge base weakness linked with the bad quality of spectra. It has been recommended to perform a new fine tuning respecting the fine tuning procedure included in the vitek ms service manual.

Event description:
Intended use: the vitek® ms system, reference (B)(4), is a mass spectrometer using maldi-tof (matrix-assisted laser desorption/ionization-time of flight) technology for the identification of microorganisms cultured from clinical specimens. Description of the issue: a customer in ireland notified biomérieux of obtaining false identifications when using the vitek ms system ( serial number not specified ). Indeed, the customer indicated that they have had a few isolates ID on the vitek ms as (B)(4) brucella species but they have turned out to be other organisms. The alternate method used to confirm the identification has not been specified by the customer. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient. This discrepancy was reviewed for vigilance reporting according to 21 cfr 803 concerning medical device reporting. Biomérieux internal standard operational procedures states that erroneous test results could result in a lack of appropriate diagnosis or therapy, continued administration of inappropriate antimicrobials, or other potentially toxic therapies. This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. A biomérieux internal investigation will be initiated.